Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on the electronic assembly or motor.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. The customer explained that the device was dropped in the toilet. Blood glucose value was 85 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.